Event description:
It was reported that an incomplete cartridge change alert occurred. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A correction bolus via pump and changed the cartridge to resolve the bg. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.